Manufacturer narrative:
The product was returned and the failure mode was confirmed. The device tip broke off. The break occurred approximately at the 23mm laser mark. There were no signs of twisting of the tip, only a break. The tip was not received with the device. Note that additional information from the account confirmed that the broken piece was successfully retrieved from the patient. The probable root cause for the tip breaking off is likely due to user excessive force.

Event description:
It was reported that screwdriver broke during turning the screw. Replacement was available.

Event description:
It was reported that screwdriver broke during turning the screw. Replacement was available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.